Event description:
It was reported by service report that the head left siderail panels were cracked and the head left timing link was broken. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Results: cracked head left side rail panel. Broken head left timing link.